Event description:
On saturday (B)(6) 2014, mom awoke to a flat line oximeter. Mom does not know if she just slept through the oximeter beeping 'low sat' or not. Pt was on oxygen via nasal cannula. The nasal cannula had come out of his nostrils for an unk amount of time. Levi passed away after this incident. Phs was able to speak to mom on (B)(6) 2014 regarding picking up of equipment and pickup was completed on (B)(6) 2014.